Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: part of the reported device was received for evaluation. A visual inspection revealed that the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, suture, and variable depth straw were not returned. Bio debris is present. A functional evaluation could not be performed because both implants have already been deployed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an application of unintended inappropriate or excessive force to the device. Based on this investigation, the need for corrective action is not indicated. Internal complaint reference case-2024-00211486-1 h11 the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Initial reported information states that both t1 and t2 came off the meniscus when the knot was being tightened, which does not represent any risk or possible intervention since both implants already came out and taken out with tweezers. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a ligament surgery, the t1 and t2 implants of the ultra fast fix fell off when the suture knot was tightened. Both t implants were removed with tweezers. The procedure was completed with a starsportmed competitor device. There was a delay of less than 30 minutes and no further complications were reported.